Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 13-mar-2018, field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse verified the error 4153 by running cup transfer test. Fse conducted troubleshooting and found alignment issue with the incubator. Fse replaced the incubator assembly and verified the incubator for proper temperature. Fse then ran quality controls (qc) samples; all results were within acceptable range. The aia-900 instrument operated as intended, the error cleared. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that message 4153 c.trans-z home overrun is generated when home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mechanical flag (mf) will be attached to the measurement result. The solution is for the customer contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported issue was due to loose drive belt affecting the rotation sensor.

Event description:
On (B)(6) 2018, a customer reported getting error 4153 c.trans-z home overrun on the aia-900 instrument. Customer stated the pickup arm is not picking up the cups from the outside wells, despite having done "all set home". Customer is unable to run intact parathyroid hormone (ipth) patient samples. On 13-mar-2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a.

Manufacturer narrative:
Corrected data: the initial report stated 13-mar-2018 of fse dispatch. The corrected date is 12-mar-2018. The initial report stated 13-mar-2018 of fse dispatch. The corrected date is 12-mar-2018. Device evaluation by manufacturer: the incubator assembly (part # 022970) was received at instrument service center (isc) for in-house investigation. Isc investigation verified the component has rotational alignment issues. Visual inspection was performed to determine physical alignment of moving parts of the component. There were no noticeable gaps when parts were rotated at 90/180/270/360 degrees. However, when the turntable was rotated at 90 degrees, a misalignment was observed on the main drive pulley, at the bottom and main shaft centered on top of the turntable. Alignment of the incubator at any quadrant would also result in a misalignment due to change of incubator cup height. Isc investigation confirmed the incubator assembly part failed due to rotational alignment issues. The most probable cause of the reported issue was due to defective incubator assembly.